Manufacturer narrative:
No button error alarm during testing. However unit had intermittent esc, act and up buttons response due to moisture damage keypad traces. No belt clip assembly received with pump. Unable to verify belt clip anomaly. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the pump is making excessive, unexplained beeping noises. Customer does not recall any significant events leading to the error, except that the belt clip broke immediately before button error alarm. Customer's blood glucose was 186 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.